Manufacturer narrative:
Corrected data: device available for evaluation, device evaluated by manufacturer, additional manufacturer narrative. Additional information: type of report. Follow up. Type of reports: follow up. Additional information/correction: event problem and evaluation codes. The customer reported that the central nurse's station (cns) monitor is intermittently going out. The customer stated that this unit goes out for 2-3 seconds and comes back on. He also included that whenever this issue occurs, some of the mirror screens also blank out along with the monitor. The unit was sent in for evaluation. Unit went through extended testing and the reported problem could not be duplicated.

Manufacturer narrative:
The customer reported that his central nurses station (cns) monitor is intermittently going out. The customer stated that this unit goes out for 2-3 seconds and comes back on. He also included that whenever this issue occurs, some of the mirror screens also blank out along with the main monitor. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that his central nurses station (cns) monitor is intermittently going out.